Event description:
The customer reported that their device would not read the patient's ECG rhythm through the therapy cable assembly, using the paddles lead. With the reported failure, the device would not be able to function in AED mode. The patient was being prepped to go into the catheterization lab for a procedure when this issue was observed. The patient didn't suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4): the customer (biomed) advised physio-control that the defibrillation therapy cable assembly had a broken wire, which likely led to the reported device issue. The customer has advised physio that they have replaced the defibrillation therapy cable assembly and will return the device to service for use once proper device operation is observed through functional and performance testing.neither the device or the defibrillation therapy cable have been returned to physio-control for evaluation.